Event description:
It was reported that the surgeon was unable to seat the articular surface properly.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.